Manufacturer narrative:
(B)(4). The device will be returned for investigation. Summary of investigational findings: it is reported that the filter did not deploy appropriately due to incomplete expansion of the retention legs. Without the imaging, the exact reason for the filter legs not to open cannot be determined. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. During the manufacturing/qc processes the spring effect of filter is 100 % controlled, as they are all deployed after advancement through a sheath. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. The patient did not require any additional procedures due to this occurrence. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the initial gunther tulip ivc filter placed did not deploy appropriately due to incomplete expansion of the retention legs. This filter was retrieved and saved for investigation. A second infrarenal ivc gunther tulip filter deployed successfully without injury to the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). The device will be returned for investigation. Investigation is still in progress.

Event description:
Description of event according to complainant: the initial gunther tulip ivc filter placed did not deploy appropriately due to incomplete expansion of the retention legs. This filter was retrieved and saved for investigation. A second infrarenal ivc gunther tulip filter deployed successfully without injury to the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.